Event description:
According to the complaint, a customer reported a thermal event on their bk3000 system (s/n: (B)(6) ). While recharging in another room about an hour after the procedure, it was noticed that smoke was coming from the room and a fire in the power supply at the base of the machine was observed. Upon observation, the fire was extinguished. No harm to patients or users has been reported.

Manufacturer narrative:
The product root cause was concluded to be: the internal power connection at the power inlet of the device came loose. This led to a gap between the power connector and y-splitter (the y-splitter is a power splitter component that splits mains power from 1 input to 2 outputs), which further led to the thermal event.